Manufacturer narrative:
(B)(4). As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. When the patients exit site dressing was changed, a yellow stained discharge was noticed on the dressing. It looked like it had come from between the transfer set white portion and the tubing. The exit site was clean and dry. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.